Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. (B)(6) device manufacture date corrected from 31-aug-2017 to 01-aug-2017. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. An external visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. The reported low flow event was confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flow starting on (B)(6) 2020, followed by a sharp decrease on (B)(6) 2020 leading to parameters below the normal operating range. Fifteen (15) low flow alarms have been logged since 09-nov-2020. Information received from the site indicated that in addition to low flows the patient felt more tired than usual, experienced symptoms of fatigue and bluish tint on their lips. The following day the patient was found unresponsive. Upon the paramedics¿ arrival the patient was asystolic and cardiopulmonary resuscitation (CPR) was performed and tissue plasminogen activator (tpa) was administered. The patient was transported to the hospital where they were pronounced dead. No autopsy was performed. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and poor vad filling. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial #: (B)(6), d9: yes, return date: 24-nov-2020, h3: yes: dev rtn to MFR? Yes, h4: mfg date: 01-aug-2017 h6: imf code(s): f02 h6: FDA device code(s): a24 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system ¿controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-aug-2018 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products: no mfg date: 31-aug-2017, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) patient had symptoms of fatigue, bluish tint on their lips and feeling more tired than usual. The following day the patient was found unresponsive by a family member with the controller exhibiting low flow alarms. Of note, it was unknown for how long the controller was alarming. Upon the paramedic¿s arrival the patient was asystolic and cardiopulmonary resuscitation (CPR) was performed and tissue plasminogen activator (tpa) was administered. The patient was transported to the hospital where they were pronounced dead. No autopsy was performed.